Event description:
The customer reported that suppressed triglyceride (tg) results with instrument generated flags were generated on an unicel dxc 600 synchron system for multiple patient samples over an undisclosed number of days. Upon repeat, the samples generated valid numerical results. The customer indicated that the suppressed tg results occurred on at least two days, however actual patient result or dates involved were not provided by the customer. The customer could not provide the exact error code associated with the suppressed tg results. The suppressed tg patient results were not reported outside of the laboratory and hence there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer did not provide specific patient results or sample collection/handling information.

Manufacturer narrative:
Service was not dispatched to the site to address this event as it was resolved by beckman coulter inc. Led customer troubleshooting. Beckman coulter inc. Assessment of customer supplied analyte instrument performance data indicated that quality control and calibration results appeared to be acceptable. Beckman coulter inc. Customer technical specialist (cts) instructed the customer to stop the instrument and flush both the cartridge chemistry reagent probes and the sample probe. Customer technical specialist instructed the customer to inspect both mixer paddles and replace if scratch or bent. Customer technical specialist instructed customer to wash all cuvettes. Root cause is not known but hardware repairs resolved the issue.